Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away due to cardiac arrest. It was not reported if the patient was hospitalized for the peritonitis event or if they were hospitalized at the time of death. The cause of the peritonitis was unknown. Treatment for the peritonitis was unknown. Subsequently, the patient experienced a cardiac arrest and passed away. Treatment for the cardiac arrest was not reported. It was not reported if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. Dianeal therapies were ongoing until the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.